Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine follow-up, intermittent atrial undersensing was observed. It was noted that inappropriate auto mode switch was caused by the undersensing. Programming changes were made. The device remains implanted. The patient will continue to be monitored.